Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was submerged in water. Customer's blood glucose (bg) level was 350 mg/dl. Customer did not address bg level due to not have alternate insulin therapy. Reportedly, customer will go to a medical center to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.